Manufacturer narrative:
The device system will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision. During a routine follow-up, a pocket infection with staphylococcus aureus was identified. The patient was administered IV (intravenous) antibiotics. The entire device system was extracted, with no additional patient adverse effects.